Event description:
It was reported that the right ventricular (rv) lead exhibited a high pacing threshold one month following the implant procedure. The physician elected to surgically reposition the lead to resolve the event and the patient was stable with no additional adverse consequences. The system remains implanted and in service.